Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2020-22773.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2020-22773. Follow-up revealed the patient's scs system was explanted.

Manufacturer narrative:
The date of event is estimated. The patient's weight was unable to be obtained. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2; reference MFR. Report#: 1627487-2020-22773. It was reported the patient stopped recharging their ipg over an extended period of time due to receiving ineffective therapy. Reprogramming was unable to restore effective therapy. The patient's lead was determined to have migrated. As a result, the patient plans to undergo surgical intervention on a late date.